Manufacturer narrative:
The technician found the screw broken in the hex rod. He replaced the rod and screw to repair the stretcher.

Event description:
Info rec'd indicates the brake will engage but not hold.